Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
The patient reported experiencing elevated blood glucose of 272 mg/dl. The patient changed the insulin cartridge and infusion set and was unable to lower her blood glucose. The patient switched to the backup infusion device and blood glucose returned to normal. The patient believes the infusion device does not accurately deliver insulin. The patient did not require treatment from a health care professional or second party to address the issue. The infusion device was requested to be returned for evaluation.